Manufacturer narrative:
(B)(4).

Event description:
Patient's girlfriend contacted dexcom technical support on 05/18/2015 to report intermittent audio output from the receiver that occurred on 05/18/2015. At the time of contact, the patient's girlfriend did not report any injury or medical intervention.